Event description:
A pt (age and gender unk) underwent a therapeutic procedure for hemostasis. The date of this procedure was unk. The resolution clip device would not advance out of the sheath. The procedure was successfully completed with another of the same device. The pt did not sustain any reported complications or ill effects as a result of this issue. The pt condition is reported as 'fine.'

Manufacturer narrative:
This device has been received by this manufacturer. An eval has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specs. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.